Manufacturer narrative:
One cadd solis hpca pump was returned in used condition. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%.

Event description:
It was reported that the "accuracy" was "off" on the cadd solis hpca pump. No death or serious injury was reported in connection with this incident.